Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of humeral loosening. The reported humeral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0: 3817259; 320-01-42 - equinoxe reverse 42mm glenosphere: 3818143; 320-10-00 - equinoxe reverse tray adapter plate tray +0: 3826629; 320-15-08 - sup/post aug plate, r rs glenoid baseplate: 3813161; 320-20-00 - eq reverse torque defining screw kit: 3820949; 320-15-05 - eq rev locking screw: 3794235; 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 3831719; 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 3821773; 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: 3781323; 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: 3792894; 315-35-00 - glnd kwire: 3810386; 315-35-00 - glnd kwire: 3832756.

Event description:
Approximately 9 year(s), 1 month(s) and 3 day(s) post-operative of a revised right tsa, the patient presented with aseptic humeral loosening. The patient had a gradual increase in pain over last 3-4 months-loose stem in previously revised shoulder. The patient underwent standard reverse revision surgery, and the outcome is considered resolved. The clinical report indicates that this event is unlikely related to the device(s) and possibly related to the procedure.